Event description:
It was reported that the speed was unstable. A rotablator rotational atherectomy system console kit was selected for use. During the procedure within the patient, it was noted that the console would unexpectedly increase the rpm output. The procedure was completed with a different device. There were no patient complications. It was further reported that the patient's status was fine post-procedure. It was further reported that the console would unexpectedly increase the rpm output. Console jumped to over 400,000 rpm while in the body and then while troubleshooting outside of the body it would increase with every depression of the foot pedal.

Event description:
It was reported that the speed was unstable. A rotablator rotational atherectomy system console kit was selected for use. During the procedure within the patient, it was noted that the console would unexpectedly increase the rpm output. The procedure was completed with a different device. There were no patient complications. It was further reported that the patient's status was fine post-procedure.

Event description:
It was reported that the speed was unstable. A rotablator rotational atherectomy system console kit was selected for use. During the procedure within the patient, it was noted that the console would unexpectedly increase the rpm output. The procedure was completed with a different device. There were no patient complications.